Event description:
The facility reports the lifter was being lowered to be able to go through the door during the pt transfer. The device lowered and collapsed further downwards until tension came back on the lifting cords. The resident and group leader were socked but not injured.